Event description:
The lay user/pt's son contacted lifescan in 2007 and alleged that the pt's one touch ultramini meter was giving the apply sample message. This complaint was classified based on the customer care advocate (cca) documentation. The son reported that the pt had received the meter sometime last week (does not recall the exact date/time). The pt could not complete a test on the meter. On three days earlier at 11:00 pm, the pt's eyes were glossed over and she could not move. She was taken to the emergency room and was administered IV glucose. At the time of troubleshooting, it was verified that this was a new product. The reporter was walked through the correct testing technique and the issue was resolved. This complaint is being reported because the reporter alleged the pt was not able to test on the meter and developed symptoms and required treatment with IV glucose in the emergency room. Replacement products were sent to the lay user/pt.